Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
This (B)(6) serious clinical trial report from investigator, describes the occurrence of device failure in a (B)(6) male subject participating in study (B)(4). Pt's medical history included ear tube surgery in 2000, 2001 and 2006; inguinal hernia surgery in 2001, pyelonephritis in (B)(6)-2004; pneumonia in 2006; and chest pain (no cardiac abnormality) from 2006 to 2007, concomitant medications included melatonin, melatonin, genistein, propofol, sufentanil, and lidocaine. Allergy status was not reported. The pt started treatment with (B)(4) 10 units/mg monthly intrathecally via smiths medical intrathecal drug delivery device (iddd) on (B)(6) 2010. The iddd was implanted on (B)(6) 2010. The first 3 doses were administered successfully, although the withdrawal of csf was somewhat slow. At the 4th scheduled dose of (B)(4), on (B)(6) 2010, no csf could be withdrawn and the pt was reported to have experienced an iddd failure. The investigator reported, "it seems that the catheter in the intrathecal space had move caudally". Saline could be flushed and also withdrawn, but no cerebral spinal fluid (csf) was withdrawn. The reporter mentioned that because of the possibility of a wrong iddd puncture, repeat iddd puncture was performed with the same outcome of no cerebral spinal fluid (csf). In consultation with the medical monitor, several x-rays were performed to locate the tip of the catheter. The x-rays showed the catheter tip to have migrated from th4 to the level of l3. Lumbar puncture was performed under anesthesia to administer scheduled dose of the enzyme which was prepared at 10:00 hrs but was administered at approx 20:50 hrs, i.e., (B)(4) was administered approx 10 hours and 50 mins after its preparation. Drug administration by lumbar puncture was done without complications. At the time of the report the event was not resolved. Revision of the iddd was planned ahead of the next scheduled intrathecal dose of (B)(4). The investigator considered the event to be severe, related to the device, and not related to the study medication. This report is considered serious due to the reported event of iddd failure (medically important), use of anesthesia and prolonged hospitalization.